Manufacturer narrative:
This patient suffered from severe dehydration from high ileostomy output. This is the most common complication following the creation of a new ileostomy. The device has no relation to this.

Event description:
The procedures performed on this subject were a robotic proctectomy, ileoanal reservoir and a protective ileostomy. As mentioned in my previous communication, the subject was previously diagnosed with ulcerative colitis. The techniques completed during the surgery are indicated below: trocar introduction. Release of mucosal fistula. Posterior and lateral mesorectal dissection with nerve preservation up to the pelvic floor. Anterior dissection of the rectum separating the rectovaginal septum up to the pelvic floor. Rectal section with two 60mm green robotic endo stapler loads. Release of small bowel mesentery root to duodenum. Section of terminal ileum with robotic endograpator. Extraction of the piece by pfannenstiel incision. Extracorporeal confection of ileoanal reservoir of about 13-14 cm (3 loads 60 mm beige signia). Reinforcement of the anterior face with loose vycril stitches. Mechanical circular rectal reservoir anastomosis 29 mm 4.8mm staple height. Anastomosis about 4-5 cm from anal margin. Loop ileostomy. Closure of incisions. 20 days after the surgery, the subject goes to the hospital referring acute pain in the abdomen, with daily nausea and vomiting (usually at night). The subject has lost approximately 7 kilograms in two weeks, and she also referred asthenia and low arterial pressure (80/60mm hg). Liquid stool, with the emptiness of the reservoir every hour. No fever was reported. No other symptoms associated. The final diagnosis is "dehydration in subject porting a stoma."